Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify pump error 49, 68, 53, 25, 23, perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that insulin pump was stop working and received multiple insulin pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported they were able to clear the alarm. Customer was able to rewind the insulin pump. The device will be returned for analysis.